Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, upon discharge, the patient experienced urinary retention. The patient was treated with a foley catheter. The procedure was successfully completed. During a follow-up visit on (B) (6)2008, the patient's voiding was described as "normal".

Manufacturer narrative:
(B) (4)(B) (6)